Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded express bolus, escape and act button keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The customer did not know the blood glucose reading. She noted that the device was in her bra and not pushed against anything when it alarmed. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.